Event description:
The piece of the catheter was logged into the cage of the aortic implant. A second implant was placed over this part of the implant as to sandwich the broken piece so that it could not move. This tactic was used after much effort to remove the logged, broken piece. Per the gore rep, there is no chance of the piece moving. The rep was going to report this issue with gore as well. There was comment that the surgeon was "rough" while inserting the device. The patient safety report stated nose cone on leading edge of deployment catheter broke off due to anatomical irregularity with patient. The deployed aortic cuff to pin piece was left behind against wall of main body graft.